Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 470 mg/dl and ketones; cause of bg not known. It was reported that the customer went to the emergency room and was subsequently hospitalized. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 2 days later, 3/8/2026 with the issue resolved and no permanent damage. During troubleshooting with tandem technical support, it was discovered that the customer was using glargine- yfgn insulin and using "one" of the supplies beyond labeling. Tandem clinical support informed customer that glargine- yfgn is off-label & and to use supplies per labeling per the user guide.